Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level, as customer did not test. Reportedly, the customer had manual injections available as alternate insulin therapy.